Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, due to damage on the charged coupled device unit, the bronchovideoscope image disappears during angulation in the up down directions. There was no patient involvement.